Event description:
Reportedly, a sudden increase of the battery impedance was observed during a standard follow-up.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, a sudden increase of the battery impedance was observed during a standard follow-up.